Event description:
The hospital's program coordinator reported they had a power outage at the facility on 03/15/2021, which brought down the telemetry monitoring system for all units for 5-7 minutes. The multiple patient receivers (orgs) were connected to the nk provided upss. No patient harm reported.

Manufacturer narrative:
Details of complaint: the hospital's program coordinator reported they had a power outage at the facility on 03/15/2021, which brought down the telemetry monitoring system for all units for 5-7 minutes. The antenna system was not connected to a ups device. No patient harm was reported. Investigation summary: the root cause of the signal loss in this event is power loss at the facility. The customer's antenna system was powered directly from the facility's wall outlets and not back up power via an uninterruptable power supply (ups). There is no evidence of an nk device malfunction. The customer was advised to plug their antenna system into a ups devise to avoid power loss in the future. The following fields contains no information (ni), as an attempt to obtain the information was made, but not provided. Attempt #1 03/18/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded but did not provide the requested infomation. Additional device information: d10: concomitant medical device: the following devices were used in conjunction with the org, but the model and serial number information is listed as no information (ni), as an attempt to obtain the information was made but not provided. Telemetry transmitter: model: ni sn: ni.

Manufacturer narrative:
The program coordinator reported that they had a power outage at the facility at night on (B)(6) 2021 and took down the telemetry monitoring across all units for 5-7 minutes. The multiple patient receivers (orgs) are all connected to nk provided compliant upss. The customer would like to know if the nk switches are required to be connected to the ups as well and could this lead to telemetry signal loss. Nihon kohden technical support (tech support) called the customer back per their email request. The customer was asking if antennas not being connected to ups system and instead connected to direct power that was lost could lead to the entire antenna system going down. Tech support informed them that since power supplies of antennas were connected to direct source of power that had a power loss, it will reflect in the antenna system, and they will see signal loss errors occur. The customer understood and stated the facility will be taking measures to connect ups systems to the power supplies of the antennas. They will call back if there are more issues, but for now, no more assistance was needed. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 (B)(6) 2021: emailed customer via microsoft outlook for all items under the no information section. The customer responded back but they did not provide patient information. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the org, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Attempt #1 (B)(6) 2021: emailed customer via microsoft outlook for all items under the no information section. The customer responded back but they did not provide additional device information. Telemetry transmitter(s): model: ni. Sn: ni.

Event description:
The program coordinator reported that they had a power outage at the facility at night on (B)(6) 2021 and took down the telemetry monitoring across all units for 5-7 minutes. The multiple patient receivers (orgs) are all connected to nk provided compliant upss. The customer would like to know if the nk switches are required to be connected to the ups as well and could this lead to telemetry signal loss. Nihon kohden technical support (tech support) called the customer back per their email request. The customer was asking if antennas not being connected to ups system and instead connected to direct power that was lost could lead to the entire antenna system going down. Tech support informed them that since power supplies of antennas were connected to direct source of power that had a power loss, it will reflect in the antenna system, and they will see signal loss errors occur. The customer understood and stated the facility will be taking measures to connect ups systems to the power supplies of the antennas. They will call back if there are more issues, but for now, no more assistance was needed. No patient harm reported.